Event description:
It was reported that a large volume infusor underinfused. The expected therapy duration was 48 hours, however the infusion finished 23 hours later than the scheduled time. The issue was identified during patient infusion. The device was filled with fluorouracil and 0.9% normal saline to a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6: type of investigation: update b01 to b15 (photo sample was evaluated). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from september 24, 2021 - september 28, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which identified the device; there was no evidence through photo inspection to suggest that an underinfusion occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.